Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to broken trace. No pump/sensor communication anomaly or calibration anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.